Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/20/2016: the device was returned to animas and evaluated by product analysis on 09/19/2016 with the following results. There is a crack in the battery compartment and a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device be sure to edit the wording as needed for the specifics of each pi¿s investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.